Event description:
Customer reported that the device would not boot up and locked up. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and flex cable parts info to repair device. Follow up with customer confirmed that biomed replaced the flex cable assembly and observed proper device operation through functional and performance testing. The device was placed back to service. The root cause of the reported malfunction, flex cable assembly, was not returned to physio-control.